Event description:
It was reported the customer called the paramedics for a low blood glucose event in (B)(6) 2014. Customer's blood glucose was around 20 mg/dl at the time. The customer reported being exhausted before the paramedics were called. The paramedics were able to raise their blood glucose to 90 mg/dl with an IV. Customer most recent blood glucose was 203 mg/dl. Customer also reported their sensors were not lasting for more than 4 days. The customer declined to troubleshoot for their insulin pump and sensor issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.